Manufacturer narrative:
The investigation into the limb ischemia has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to root cause; only the clinical report was evaluated. Based on the clinical details, the cause of the limb ischemia was most likely patient condition related. The failure mode will be monitored and trended.

Manufacturer narrative:
The impella device has not been received by the manufacturer for investigation. Should any new information be returned, a supplemental report will be filed. As noted in the impella IFU: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
A 62-year-old male in the us with non ischemic cardiomyopathy required increased pressor support. Decision was made for mechanical circulatory support. As a bridge to mcs, first an impella cp has been inserted and later escalated to an impella 5.5. The patient developed pain in the right hand, with doppler pulses undetectable. Impella 5.5 removed without incident, pulses reestablished in hand. No deficits noted.